Event description:
It was reported that the patient presented to the emergency room (ER) on (B)(6) 2013 stating that the pump was beeping. The patient stated that she was more spastic. The patient was admitted to the hospital and was taking oral baclofen at that time. The intrathecal dose was 199mcg/day baclofen. The pump was surgically replaced on (B)(6) 2013. Following the replacement the dose was decreased to 100mcg/day. The patient required prolonged hospitalization as a result of the event. It was later reported that the pump had been interrogated and pump logs showed multiple motor stalls. Motor stall occurred on (B)(6) 2013 at 21:26 and recovered at 21:57; (B)(6) 2013 at 08:03 and recovered at 08:30; (B)(6) 2013 at 19:16 and recovered at 19:23; and (B)(6) 2013 at 17:05 with no recovery. Stopped pump period may exceed tube set occurred (B)(6) 2013 at 17:05. The patient returned home the day following the replacement surgery was currently doing fine.

Manufacturer narrative:
Additional information: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed significant fluid in the pump head and motor compartments. Testing confirmed that leaks were observed from the pump tube outlet fitting. Inspection of the o-ring found it to be damaged, which promoted a leak.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.